Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 256 mg/dl. The customer stated that he was exercising prior to the alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no down button respond due to corroded keypad trace. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.